Event description:
New information received notes the right ventricular lead was capped and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h2, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with noise which led to pacing inhibition. There was an attempt to cap the lead, however the vein was occluded. Further intervention was discussed but not reported. The patient was stable.